Manufacturer narrative:
The reason for this revision surgery was reported as misalignment of liner. The healthcare professional indicated that this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The device was returned to manufacturer and evaluated by registered medical assistant (RMA) djo surgical. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the production of this instrument. Complaint database review shows no prior complaints filed against the instrument item number that reports a similar failure. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the reported instrument was returned to djo and after further examination. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Complaint - due to liner not seating correctly.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as misalignment of liner. The possible time in service of the main contributor of this complaint is 1 month and 9 days from manufactured date. The healthcare professional indicated that this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The device was returned to manufacturer and evaluated by registered medical assistant (RMA) djo surgical. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the production of this instrument. Complaint database review shows no prior complaints filed against the instrument item number that reports a similar failure. The root cause of this complaint is likely attributable to incorrect use, misuse or rough handling which surgical instruments are subjected to. Other possible root causes could be a tissue obstruction between the liner and the shell or even the angle at which the liner was placed inside the patient. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the reported device was returned to djo and after further examination, dimensional inspection confirmed that the liner 10 deg hooded-neu, mp9, hxe-plus, 36mm meets dimensional requirements. It is likely that the liner would not seat in the shell correctly due to handling error. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Manufacturer narrative: the reason for this compliant was reported as misalignment of liner. The healthcare professional indicated that this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with no delay. The implant was inspected prior to use and was deemed acceptable for use based on its appearance. The device was returned to manufacturer and evaluated by registered medical assistant (RMA) at djo surgical. A review of the implant's device history record (DHR) revealed the implant, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the production of this device. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint is likely attributable to incorrect use, misuse or rough handling which surgical devices are subjected to. Other possible root causes could be a tissue obstruction between the liner and the shell or even the angle at which the liner was placed inside the patient. This is not an event associated with a product failure, malfunction, or issue. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. An alternate device was used and the surgery was completed successfully. RMA examination: the reported device was returned to djo and after further examination, dimensional inspection confirmed that the liner 10 deg hooded-neu, mp9, hxe-plus, 36mm meets dimensional requirements. It is likely that the liner would not seat in the shell correctly due to handling error. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.